Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it drawer was failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was failed and not detected on bus. A field service engineer powered down the station, disconnected the row board cable from the drawer controller board, cleaned the connector, reconnected the cable, powered the station back on, launched the hardware testing application, ran the final test and posted the results, then restarted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it drawer was failed.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.